Manufacturer narrative:
Siemens filed the initial MDR on 10/06/2011. A siemens technical application specialist (tas) has confirmed that no immulite 2000 ipth assay performance issues or questions have been received from the customer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low intact parathyroid hormone (ipth) result was generated on the immulite 2000 on one patient sample. The same patient sample was re-tested on a different system and an ipth result was generated that did not match the initial result. There is no known report of adverse health consequences or patient intervention due to the discordant falsely low ipth.

Manufacturer narrative:
No further information has been received for this incident. This incident is currently under investigation.